Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. A device history record review was performed, and no relevant findings were identified. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. Die casting anomalies on the forming tool and flash in the cover block were discovered. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "when the user attempted to fire a staple, it didn't come out from the stapler during a surgery. Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine".

Event description:
It was reported that "when the user attempted to fire a staple, it didn't come out from the stapler during a surgery. Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) other remarks: n/a. Corrected data: n/a.